Manufacturer narrative:
Unit passed the self test and displacement test. No unexpected pump error alarms noted during testing however, the formatted history file confirmed pump error alarm. Problem isolated to the electronic assembly as per global logic analysis. Scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had several pump error alarm and in alarm history detected software error detected alarm. Insulin pump was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The device was returned for analysis.